Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Additional information indicates that dislodgement was confirmed via chest x-ray. Moreover, the lead was given more slack and repositioned with a normal testing values. This ra lead remains in service. No additional adverse patient effects were reported.